Manufacturer narrative:
(B)(4). The reported complaint for iab leak suspected is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via medwatch "registered nurse (rn) paged perfusionist to the surgical intensive care unit (sicu) for an error/alarm reading on an intra-aortic balloon pump (iabp). Perfusionist arrived and the error was reading "gas gain error," and the iabp stopped pumping while the error occurred. Perfusionist troubleshooted the iabp. Connections were checked, no leak present. Patient was comfortable, no coughing or movements that would affect the iabp. Leg was straight, no bleeding from the catheter site. The catheter was swapped onto a new iabp console, but the same error presented. Perfusionist changed the helium tank as well, due to gas being lost. The perfusionist tried to start the iabp again, but the same error would occur every 10 minutes.md decided best course of action would be to remove the iabp catheter in the cardiac catheterization lab. Perfusionist believes that the console was not the issue and that it was the catheter" additional information states "maquet getinge console was used with a teleflex arrow catheter. "At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported via medwatch "registered nurse (rn) paged perfusionist to the surgical intensive care unit (sicu) for an error/alarm reading on an intra-aortic balloon pump (iabp). Perfusionist arrived and the error was reading "gas gain error," and the iabp stopped pumping while the error occurred. Perfusionist troubleshooted the iabp. Connections were checked, no leak present. Patient was comfortable, no coughing or movements that would affect the iabp. Leg was straight, no bleeding from the catheter site. The catheter was swapped onto a new iabp console, but the same error presented. Perfusionist changed the helium tank as well, due to gas being lost. The perfusionist tried to start the iabp again, but the same error would occur every 10 minutes.md decided best course of action would be to remove the iabp catheter in the cardiac catheterization lab. Perfusionist believes that the console was not the issue and that it was the catheter" additional information states "maquet getinge console was used with a teleflex arrow catheter. "At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). No UDI# available due to the cutomer being unable to provide a lot number.